Event description:
Pt experienced a csf leak during a procedure to treat the bilateral frontal sinuses. Right frontal was completed and then md attempted to treat left frontal. Due to difficulty accessing left frontal, md chose to use cutting instruments on the left frontal outflow tract. While using the cutting instruments, he noted a csf leak. Procedure was ended at this time and pt was transferred to hospital with overnight stay and neurologist observation. No known further complications or sequelae. Md reports event not related to balloon device.

Manufacturer narrative:
At the time of this report, no further pt injury or negative health related outcomes have been removed. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device was disposed of post procedure and therefore, the root cause for the event could not be identified. However, md stated that the csf leak was caused by the surgical cutting tools, and not the balloon dilation procedure or device.